Event description:
It has been reported to us that a blood clot was noticed during the procedure while using the diagnostic catheter. The physician inserted the diagnostic catheter through the introducer sheath and performed intervention. The physician noticed that a clot had formed while using the catheter. Request for more info has been unsuccessful.

Manufacturer narrative:
The customer has indicated that the subject device has been discarded and will not be returned for eval. Therefore, an engineering analysis of the subject device can not be performed. The lot number of the device is unknown and therefore, a review of the device history record can not be performed. H.3. Device discarded -not returned for eval.